Event description:
A customer reported that the touchscreen on their pump was damaged. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken by support. The customer is currently out of warranty and is in the process of obtaining a new device.